Event description:
The customer observed the cell dyn ruby displayed the incorrect name and patient ID for one sample after it was run in open mode. The sid was read correctly by the instrument but on the cell dyn ruby screen it displayed the incorrect patient demographics (incorrect patient name, dob, patient ID). The following data was provided: patient 1: sid (B)(6) with patient ID (B)(6). Patient 2: sid (B)(6) with patient ID (B)(6). Patient 2 had sid (B)(6) on the instrument display but showed patient ID (B)(6) along with the wrong patient demographics (patient name and date of birth). The correct information was transmitted to lis and released therefore there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and consultation with subject matter experts. A review of tracking and trending of the cell-dyn ruby analyzer did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Printouts from the cell-dyn ruby display and scatterplots were submitted by the customer which illustrated the complaint issue. The reports show the samples were tested on two different cell-dyn ruby instruments, serial numbers (B)(6) and the demographics on the printout for one patient specimen from cell-dyn ruby 2 (serial number (B)(6)) were incorrect. The impacted specimen was sid u303510032 and was tested in open mode by scanning the specimen ID barcode on cell-dyn ruby 2 (serial number (B)(6)), but the display showed the demographics of another specimen, sid (B)(6)) which was run on cell-dyn ruby 1 (serial number (B)(6)) in closed mode. The result that was transmitted back to the site¿s laboratory information system (lis) was correct and the correct information, including demographics, was therefore reported with no impact to patient management. For troubleshooting purposes, the customer attempted to repeat testing on the specimen, but it could not pull any demographic information as there was no longer an active order for the specimen. The two cell dyn ruby instruments show the specimens were run for test type cbc selection. Software version on both the ruby remains current and latest version 2.3ml. Additional information was requested from the customer (lis logs, system event and data logs) during the investigation, but the requested information could not be provided. The cause could not be confirmed due to unavailability of the necessary data. However, consultation with a subject matter expert identified that there are three potential scenarios in which this may feasibly occur. In the first scenario, an error in the customer¿s lis may have caused the demographic information to be sent incorrectly to the instruments. Processing and specimen demographics are added to the cell dyn ruby as pending orders manually, or automatically, via the lis. To confirm this scenario, lis logs are required and were unable to be provided. In the second scenario, the demographic information may have been manually entered incorrectly by the user when using open mode. This was ruled out as the user stated they did not manually enter the demographic information. In the third scenario, the demographic information may have been downloaded by the lis and sent to the instrument correctly, but the user may have edited the demographic information. Edits made by the user are automatically recorded to the system event log. To confirm this scenario, system event logs are required and were unable to be provided. Based on the information provided by the customer, there does seem to be a mismatch in demographics on cell dyn ruby print out and print screen page for cell dyn ruby 2 (serial (B)(6)) for sid (B)(6) with respect to the values displayed on their lis screen. However, its impractical for cell dyn ruby to know the demographics of another patient specimen, unless it was sent via lis. Use error may have contributed to the issue as the demographic information may have been incorrectly transmitted via the lis or inaccurately edited by the user. This could not be confirmed as the necessary data requested from the customer (lis logs, system event and data logs) was not available. Based on our investigation, no systemic issue or deficiency for the cell-dyn ruby, serial number (B)(6) was identified.